Manufacturer narrative:
Block h2 (additional information): bloco b5 (describe event or problem), block e1 (initial reporter address1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on may 6, 2024. Block h6: imdrf device code a15 captures the reportable event of a clip unable to be released from the catheter. Block h11: investigation results the returned resolution 360 clip device was analyzed, and it was found that the clip assembly was detached from the bushing but attached to the control wire, evidence of soft deployment. Also, one locking tab is opened. And no activation is performed. No other problems with the device were noted. The reported event of clip unable to release from the catheter was not confirmed. Investigation found that the clip assembly was detached from the bushing but attached to the control wire, evidence of soft deployment. Also, one locking tab is opened. Regarding the detachment of the clip, is possible that during unpacking of the device, the clip was hit against a hard surface causing the damage on the capsule, this possible hit, lifted the locking tab, which function is to attach the clip to the bushing, therefore, with this component lifted, there is not enough subjection between the clip and the bushing, causing the reported problem on the device. However, since the clip did not had any activation, a deployment attempt was never made. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a procedure for gastric hemostasis performed on (B)(6) 2024. During the procedure, the clip was incorrectly positioned and unable to be reopened the clip arm on the endoscope extension. The front end's inner core was protruding as a result of being pushed forward. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2 (additional information): bloco b5 (describe event or problem), block e1 (initial reporter address1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on may 6, 2024. Block h6: imdrf device code a15 captures the reportable event of a clip unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a procedure for gastric hemostasis performed on (B)(6) 2024. During the procedure, the clip was incorrectly positioned and unable to be reopened the clip arm on the endoscope extension. The front end's inner core was protruding as a result of being pushed forward. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on may 6,2024: the clip could be pushed out, but it could not be deployed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of a clip unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a procedure for gastric hemostasis performed on (B)(6) 2024. During the procedure, the clip was incorrectly positioned and unable to be reopened the clip arm on the endoscope extension. The front end's inner core was protruding as a result of being pushed forward. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.